Manufacturer narrative:
(B)(4). The device was returned and evaluated by the supplier. A review of quality records found that the device met all manufacturing and quality testing/inspection specifications prior to distribution. Evaluation of the returned device found that the internal catheter wires were broken inside the catheter (no reading end-to-end). The catheter material was severely mashed 26.5, 36 and 66 cm from the sensor case. Severe kinks and bends were observed along the catheter body. The connector label was damaged. Due to the condition of the device, no functional testing was possible. The supplier was able to confirm the reported complaint and determined the cause of failure to be mishandling of the catheter. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, a follow up report will be filed.

Event description:
Customer disconnected the microsensor to transport the patient. When they reconnected it said "no transducer detected". They tried a different cable and a different icp express, but got the same message. The surgeon removed the transducer. No delays. On 5/2/2016 per rep: "there was no adverse consequences to the patient. The device was removed and monitoring was discontinued."